Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, while in the stomach, clamp line bled non-stop. They used clip to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three videos of the device. Video inspection noted blood oozing from the area of the staple line. The staple line appeared complete with no gaps. Physical inspection could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.